Manufacturer narrative:
Product analysis: the product remains implanted and will not be returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, left bundle branch block (lbbb), decreased ejection fraction and moderate paravalvular leak (pvl) were noted. Two attempts were made to perform balloon aortic valvuloplasties (bav), but were unsuccessful due to an issue with the non-medtronic balloons. Since the hospital did not have an additional 28 mm bav balloon, a decision was made to have the patient return the following day if the pvl did not improve. One day post-implant, a transesophageal echocardiogram (tee) showed no pvl. Subsequently, the bav was not performed. Two days post-implant, during a diagnostic catheterization and potential intra-aortic balloon pump insertion, moderate pvl was noted. A bav and potential second valve implant were discussed for the following day, but the patient expired overnight. The exact cause of death was not received. No autopsy was performed. Per the physician, the death was not primarily related to the valve but the pvl may have contributed.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Conduction disturbances, such as the reported left bundle branch block (lbbb), are known potential adverse effects per the instructions for use (IFU) and are typically related to patient and procedural factors, but an assignable root cause cannot be determined at this time. A paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. A conclusive cause could not be determined from the limited information available. No mitigating treatments or procedures were performed as the patient expired three days post implant. The exact cause of death was not received and no autopsy was performed. The physician stated that the death was not primarily related to the valve but the pvl may have contributed. It was reported that the patient was septic and had a known history of severe left ventricle dysfunction, chronic obstructive pulmonary disease (copd) and pneumonia. A permanent pacemaker implant had been planned pre-procedurally due to the patient's low ejection fraction (approximately 35%) noted prior to the valve implant but was not implanted due to the patient's death. It is possible that the patient's death is related to medical history and disease stage, as a direct causal relationship to the subject device cannot be established.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.